Event description:
It was reported that during a da vinci-assisted rectopexy procedure, the customer indicated that the erbe generator malfunctioned and the surgeon could no longer cut tissue. As a result, the surgeon elected to convert the case to open surgery. The surgeon explained that the reason for the conversion to open surgery was that robotic electrocoagulation was no longer available and a laparoscopic intracorporeal anastomosis was not a viable option for an extended ileocecal resection. Post-operatively, the patient experienced no complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified errors which indicate that either the foot pedals of the erbe generator were blocked or one of the cables at the back of the generator was not properly plugged in. The customer identified that the cause of the issue was that the cables were not plugged in properly. The issue was resolved.